Event description:
It was reported the right ventricular (rv) lead unipolar threshold of 5 volts at 0.64 milliseconds was higher than the bipolar threshold and that the thresholds had been higher since a couple days after implant. It was noted that the impedances and sensing were within normal limits. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).